Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. It was also stated that the customer was a brittle diabetic and having erratic blood glucose levels two weeks before being hospitalized. Troubleshooting was performed and the insulin pump passed the prime test. The programming was correct.